Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report #: 1627487-2018-02859. It was reported the patient experienced ineffective stimulation due to high impedances. X-rays revealed no lead migration. As a result, the patient may be awaiting surgical intervention. Both of the patient's lumbar level 3 leads are being reported because bilateral leads were implanted at the l3 vertebral level and it is unknown which l3 lead is liable.

Event description:
Device 2 of 2. Reference MFR. Report #: 1627487-2018-02859. Follow up information identified the physician explanted one of the two leads at l3 and implanted one new lead at l2. Postoperatively, effective therapy was restored.